Manufacturer narrative:
As reported in a research article, paravalvular leak repaired with stitch repair, dyspnea, recurrent paravalvular leak, hearing loss, hemorrhage, cardiorenal syndrome, congestive hepatopathy, an increasing thiocyanate level, off-label use of amplatzer septal occluders, septal occluder embolization, and valve explant occurred. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt 100126836 version a "the amplatzer septal occluder is a percutaneous, transcatheter atrial septal defect closure device intended for the occlusion of atrial septal defects (asds) in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration".

Event description:
Reference manufacturing report: 2648612-2019-00105, 2135147-2019-00424, 2135147-2019-00425. It was reported through a research article identifying a 23mm regent mechanical valve and four amplatzer ventricular septal defect occluder that may be related to a paravalvular leak. Specific patient information is documented as a (B)(6) year-old male with intense surgical history. Details are listed in the attached article, titled [modified transcatheter hufnagel procedure as a bridge to surgical aortic valve replacement] it was reported that on an unknown date, a 23mm regent mechanical valve was implanted to replace a 25mm carpentier valve. The patient underwent a stitch repair the same year due to severe paravalvular leak(pvl). Five years post implant, the patient presented with dyspnea due to recurrent pvl. A percutaneous pvl closure with amplatzer ventricular septal defect occluder was attempted with a 4mm occluder and three 6mm occluders. The devices were placed uneventfully and the pvl reduced from severe to mild. The following day, the patient developed left sided constant chest pain and echocardiography demonstrated a free-floating 6mm device in the left ventricle with worsened pvl. The patient also had symptoms of hearing loss and hemorrhage in the left frontal lobe. Despite medical intervention, the patient developed cardiorenal syndrome, congestive hepatopathy, and increasing thiocyanate level. A transcatheter valve placement was performed to temporize the deteriorating clinical picture, after which the patient was taken to the operating for a 6th redo aortic valve replacement(avr) and the occluder device retrieval. No further consequences were reported post avr.